Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of fourteen (14) minicaps were in the packaging (pouch) and not inside the cap. This was observed when opening the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
B3/d10: the events were observed several times in a week, including (B)(6) 2023. (B)(6) initial reporter phone (B)(6). Should additional relevant information become available, a supplemental report will be submitted.